Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformance's, issues or capas associated with pump function. Device was discarded and not returned for additional evaluation and investigation. The cause of the infection was unknown to the physician. Per the instructions for use of the device, pocket infection is a known possible risk of use of the device. Internal complaint number: (B)(4).

Event description:
Sales representative reported that a patient's pump was explanted due to a pocket infection, causality unknown by the physician. The device was discarded.